Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pectoral stimulation. It was also reported that approximately ten days post implant the right atrial (ra) lead exhibited high thresholds and loss of capture. It was also reported that the ra lead exhibited diminished sensing and noise. X-ray confirmed that the ra lead had dislodged. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.